Manufacturer narrative:
(B)(4). The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements along with high out of range shock impedance measurements. Disk analysis was performed by boston scientific technical services (ts) and indicated that the values would confirm an anomaly with the ra coil/proximal coil. Ts provided troubleshooting recommendations and it was reported that the patient is scheduled for integrity testing in the near future. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent lead integrity testing and both a 1.1 joule shock and a 41 joule shock was delivered and returned normal in-range impedance values. The lead's configuration was programmed out of triad into distal coil to can configuration. No further complications reported. This product remains in-service.

Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Additional information indicates that there were stored non-sustained ventricular tachycardia (nsvt) with non-physiologic noise. Boston scientific technical services (ts) reviewed data and recommended lead replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Surgical intervention was performed and this device system was explanted and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted without incident. The device is not expected to be returned.